Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was received a no delivery alarm on the insulin pump. The customer's blood glucose was 509 mg/dl. It was stated that the insulin pump would not deliver a bolus. The customer treated with a bolus and manual injection. Troubleshooting could not be done because there was no alarm present at the time of the call. Advised to call back when the alarm occurred in order to troubleshoot. Nothing further reported.